Event description:
Customer's family member reported customer noticed a blank screen on the display of her freestyle lite blood glucose meter. Caller further reported customer's leg is swollen due to an infection and she cannot check her glucose because of the blank screen. Caller noted customer had experienced an injury due to this, but declined to provide any additional information. There was no report of death or permanent injury associated with this issue.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.